Manufacturer narrative:
Initial reporter phone no: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had impurities inside the pump. The issue was identified before patient use. The device contained 3500mg fluorouracil in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from january 26, 2022 - january 27, 2022. H10: the device was received for evaluation. Visual inspection on the returned samples revealed a discontinuous deposit of a red to orange material, approximately 0.7mm at its longest linear dimension. The particle was entangled within the mesh screen filter on the stress member. Chemical characterization using ft-ir determined the particle was a consistent with polyacrylate. The particle from red to orange deposit was identified as degraded polyacrylate material. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.